Manufacturer narrative:
(B)(4). Batch #unk. Investigation summary: the analysis results found that the device was received with the tissue pad detached and not returned, but with evidence of body fluids in the groove section of the clamp arm. Additionally, the clamp arm was loose from the inner tube, but attached to the outer tube at the clamp arm weld. The clamp arm may have been damaged during transport to our analysis site. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. Due to the device returned condition, not all functional testing could be performed with the generator. There were no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Possible causes of the clamp arm detachment are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.

Event description:
It was reported that a "no instrument uses remaining" screen was displayed by the generator during procedure. Changed to another one to complete surgery. There were no patient consequences reported, and it's unknown whether any additional medical intervention was required. No additional information can be provided.